Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead had dislodged. This lv lead was explanted and was replaced successfully with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.